Event description:
Following a coronary stenting drug eluting treatment procedure, a stent collapse occured. The pt reported she had 2 taxus express2 drug elutint stents placed in december of 2005. She reported have one stent collapse.; the physician opened the artery with another taxus express2 stent. The stent remains in the pt. No pt complications were reported.